Event description:
During use of a drager medical fabius gs anesthesia machine in a surgical case, the following happened as described by the crna operating the machine: during a case, I noticed the sound of rushing air almost like the flush valve was being pushed but with a more turbulent sound. I investigated to see where the noise was coming from and discovered that it was coming from the side of the anesthesia machine. Although the direct source of the noise could not be located, it sounded like it was coming from near the bellows. I noticed that even though the bellows did not appear to be moving, it appeared as if the patient was still being ventilated. I had made no ventilator changes in several hours. I don't think I did anything although I may have pushed the flush valve but just as I was about to put the ventilator settings to manual/spontaneous, the issue resolved and I had no trouble for the remaining 2 1/2 hours of the case. In 2009, the following event occurred with same machine: during a case, the breathing system would not pressurize while in manual/spontaneous mode even after holding o2 flush button. The crna then put the machine in volume mode and was able to deliver the appropriate tidal volume and pressure. A similar event occurred with same machine one week prior. This machine remains out of service until manufacturer sends in a clinical specialist. Service tech could not duplicate problem or find any error codes in log. Machine passed all tests by service technician.